Manufacturer narrative:
The bipap a40 pro (inx3100s19) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, 510k number: k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the product investigation laboratory (pil) for evaluation and the customer¿s complaint was confirmed. During evaluation pil could verify that the log taken from the unit, contains (11) err_vent_inop alarms after (11)e-00050 err_pressure_failed. Engineering evaluation has found the cause to be a clogged etched disk. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.